Event description:
The customer reported that an 840 ventilator had an inoperable touch screen. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the touch frame printed circuit board. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).